Manufacturer narrative:
Date sent to the FDA: 06/30/2021 the manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual analysis of the returned product revealed that one sample product code sxpp1b105 was received for evaluation with the packaging open. The returned sample was visually inspected, and the suture barbs were observed with the tip damaged. In addition, the fixation tab (loop) was observed cut and appears to be caused by a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/30/2021 corrected information: d7a, d9, h6 corrected h-6 medical device problem codes: a0401

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? No further information is available. What was used to complete the procedure? No further information is available. Did this issue cause any procedural delay? No. What medical/surgical intervention was provided? No. What is the condition of the patient? No adverse consequence was reported and no further information is available. Did the suture break or did the suture separated from the needle? The reported issue is that the loop of the suture came off. If suture breakage: in relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? If needle pull-off: was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? Were x-rays taken to locate the needle? What was the size of the needle used? No further information will be provided. Was the loop intact when the suture was placed in the patient? Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Did the barbs fail to engage in the tissue? Can the surgeon describe the appearance of the barbs during second procedure? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, when passing through the loop after putting the 1st stitch, the loop came off. No adverse patient consequences were reported. Additional information was requested.